Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Data logs were returned and investigated. The root cause of the issue was most likely patient condition related.

Event description:
The user facility reported a 65-year-old male in the hospital for a left anterior descending artery work-up was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a transient ischemic attack/stroke which required the patient to be intubated. The family of the patient decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿